Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein to common femoral vein. A 16-6/5.8/75 xxl esophageal balloon dilator was advanced for dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured. The device was removed and completed with another of the same device. No patient complications were reported and the patient's status was fine.